Event description:
It was further reported that the rv lead dislodged post initial implant and was re-positioned. A manual check performed post rv lead re-positioning, confirmed rv lead and his bundle lead capture. It was also reported that during the rv lead re-position, the right atrial (ra) lead pulled back, was re-positioned and remains in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead appears to be oversensing during recorded ventricular sensing episodes. It was noted that the sensing integrity counter (sic) showed forty-three short v-v intervals. It was also noted that captured was unable to be confirmed with the rv lead and the his bundle lead on the current electrograms (egm). Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.